Manufacturer narrative:
A beckman field service engineer (fse) was dispatched and evaluated the system. The fse found bad sample syringe and syringe motor. Fse replaced these to resolve the issue. No further issues were noted. The beckman coulter internal identifier for this report is (B)(6). No specific demographic information was provided for the patient samples.

Event description:
On (B)(6) 2016, a customer in the united states reported to beckman coulter, the generation of erroneous high urea nitrogen (bun) results on the au400 clinical chemistry analyzer for 2 patients. No erroneous results were reported out of the laboratory. Customer confirmed there was no report of medical intervention or change to patient treatment associated with this event. Customer stated that controls (qc) prior to the event had recovered acceptably and was within facility ranges. Qc performed following the event demonstrated level 1 out of range and level 2 within range.